Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('infected tubes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included alpha-d-galactosidase (beano), ibuprofen, naproxen sodium (aleve), paracetamol (tylenol) and simeticone (gas x). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), crying ("cry"), feeling abnormal ("brain fog"), back pain ("lower back pain"), fallopian tube enlargement ("swollen tubes"), gastrointestinal scarring ("scar tissue on my colon"), crohn's disease ("crohn's disease"), genital haemorrhage ("bleeding") and anxiety ("anxiety"). At the time of the report, the salpingitis, pelvic pain, crying, feeling abnormal, back pain, fallopian tube enlargement, gastrointestinal scarring, crohn's disease, genital haemorrhage and anxiety outcome was unknown. The reporter considered anxiety, back pain, crohn's disease, crying, fallopian tube enlargement, feeling abnormal, gastrointestinal scarring, genital haemorrhage, pelvic pain and salpingitis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new event infected tubes was added. Reporter added. On 23-mar-2020: social media received: reporter added. On 23-mar-2020: social media received. New event anxiety was added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.